Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed, the patient underwent surgical intervention where the lead was explanted and replaced. However, it was noted, the patient's entire scs system was subsequently explanted due to infection (reference MFR. Report#: 1627487-2015-07558).

Event description:
It was reported the patient experienced a loss of stimulation. The patient stated her stimulation was functioning prior to turning it off to receive pain injections. However, the patient stated she was unsuccessful in her attempts to turn her stimulation back on using her magnet or patient programmer. Troubleshooting was unable to resolve the issue. The patient may undergo surgical intervention as the next course of action.